Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 3 pages of medical records information it appears this (B)(6) male esrd patient on pd therapy, was diagnosed with peritonitis on an unknown date in (B)(6) 2015. On (B)(6) 2015, pd effluent was expressed; appearance was hazy and had a white blood cell count of 1305. On an unknown in (B)(6) 2015, the patient was initiated on cefepime 1gm daily via intraperitoneal (ip) for a six hour dwell for three weeks. On (B)(6) 2015, pd effluent was expressed; appearance was clear, white blood cell count was within normal limits, with cultured results yielding no growth after 24 hours. As (B)(6) 2015, the patient was seen in their pd clinic for an office visit, the event of peritonitis has resolved, the patient continues to experience fibrin in his pd catheter and continues to experience drain complications, and it is unknown if the prescribed antibiotic therapy was completed. The received medical record does not contain dialysis treatment records, progress notes, or physician orders for review. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate and the event of peritonitis. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 5 lot number shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis last month ((B)(6) 2015) and was treated. The cause of the peritonitis was unknown. Medical records received from the patient's clinic confirmed peritonitis through laboratory conducted on (B)(6) 2015.